Event description:
It was reported that the customer had another cassette break/leak during filling process. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B3 - date of event: updated. H2 - updated. This supplemental was created for the updated date of event.

Manufacturer narrative:
D3 - manufacturing name and address; d4 - expiration date and primary UDI number and h4 - device mfg date: correction. D9: date returned to mfg.: 1/23/2025. H3 and h6. Codes: updated. Device evaluation: three used device samples were received for evaluation. The customer reported problem of ¿cassette break/leak during filling process¿ was confirmed in the devices received. The root cause is unknown. A lot of history review showed there was one complaint documented for this lot number.